Manufacturer narrative:
(B)(4). Method: the complaint 900pt290e chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the chamber dome had multiple cracks around the base and at the hinge bracket. Residue and smearing of the printing was also observed on the chamber dome. Conclusion: the cracking, smeared printing and residue found on the chamber dome indicates that the chamber came in contact with a solution containing alcohol which resulted in environmental stress cracking of the dome. Every 900pt290e chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the 900pt290e chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.

Event description:
A hospital in (B)(6) reported an issue with a 900pt290e humidification chamber, upon investigation it was discovered that the chamber itself was cracked. There was no reported patient involvement.